Manufacturer narrative:
Multiple attempts were made to obtain product information from the customer, however, this information was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the first submitted log file ((B)(4)). The log file contained approximately 29 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured a no external power alarm at 17:56:56 on (B)(6)2019; this alarm appears to have been caused by both system controller power cables being disconnected from 14v batteries. The alarms resolved when the power cables were reconnected to the 14v batteries. The system controller backup battery supplied power to the system without issue during the loss of external power. The loss of external power did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted log files confirmed that the first submitted log file appears to be from a different controller than the second submitted log file. A request was made to obtain additional event information (including the serial number of the system controller); however, the information was not provided. The system controller was not returned for evaluation. The root cause of the reported event appears to be a user error in which both system controller power cables were disconnected; however, the root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (power module, mpu, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through log file analysis that there was a low voltage hazard event on (B)(6) 2019 due to a double power cable disconnect. Log file analysis also revealed that the patient appeared to have their controller exchanged on (B)(6) 2019. The patient's nurse stated that they did not exchange the controller and never received a report that a controller exchange occurred. It was further communicated that the patient was not given a new controller. No additional information was provided.